Event description:
This rv lead was implanted on (B)(6) 2006 and still remains implanted at this time. In a product experience report received on/in a call log on 06/01/2018 it was noted that the lead exhibited noise and a pacing impedance of >3000 ohms after connection to the new device. The physician was dr. (B)(6) czech republic. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).